Manufacturer narrative:
D10: concomitant product was involved in event. Product description: patient interface nim4cpb1 nim 4.0: serial:(B)(6), lot:228369326 h6:fdc:d16,fdm b17, fdr:c20 are valid for the concomitant product. Img code:g02005, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the system was not responding to stimulation. Site swapped pi boxes. Site noted that the system wasn't making noises or showing anything on the monitoring graph when stimulating. During troubleshooting site verified nim was plugged into wall by itself. System passed electrode check also site performed tap test but no response. Site lowered threshold to 80 but no response. Site was not using muting clamp. Site confirmed no local anesthetic near stimming location. Site swapped fuses and performed tap test, no response. There was no patient impact.

Manufacturer narrative:
H3:it was found in the analysis the pmb failed and mute connector was loose. An old version software was available. H6: fdm b17 and fdr c20, img g02030, and d16 codes no longer apply. Analysis of patient interface serial number (B)(6): the results of the analysis concluded that there was no malfunction in the device. There was old software present in the device. H6:fdc:d14,fdm b18, fdr:c19 are valid for the concomitant product. H6: fdm b17 and fdr c20, and d16 codes no longer apply for the concomitant product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.